Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found cable flooding (internal), image capture flooding (internal), a loose scope mount, and scope mount corrosion. Based on the results of the investigation, it is assumed that the image capture was flooded (internally) and the image was no longer captured. A definitive root cause for the additional investigation findings was unable to be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm associated with this event.